Manufacturer narrative:
Concomitant medical products: product ID 3878-45, serial# (B)(4), explanted: (B)(6) 2015, product type lead. Product ID 97791, lot# unknown, product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that all electrodes on the pain patient¿s lead were found to have high impedances of ¿>40000¿ ohms. It was further reported there was lead ¿breakage.¿ the lead was surgically replaced as a result of the event. There was no patient injury or death due to the event and the patient recovered without sequela. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: analysis of the lead found that ¿all conductors were broken 14.9 cm from the distal end.¿ it was noted the conductor was broken at the anchor site.